Event description:
It was reported that during preparation for a biopsy, the health care provider sprained ligaments in her index finger and thumb while cocking the device with the needle loaded during the procedure. There was no patient involvement, however the health care provider was injured.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed, as the serial number was unknown. Visual/microscopic inspection: the sample was not returned for evaluation. Functional/performance evaluation: the sample was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, during preparation for a biopsy procedure, the user attempted to cock the instrument while the needle was loaded in the instrument. In trying to prepare the device, the user sprained ligaments in her index finger and thumb . Per the IFU " never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury". While a definitive root cause could not be determined based upon available information, this technique is outside of the instructions outlined in the IFU and could have contributed to the reported event. Labeling review: the current magnum reusable instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The serial number was not provided; therefore, the device history records could not be reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. (B)(6): the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.